Event description:
It was reported that a contour ureteral stent was to be used in a procedure. During unpacking, it was found that the end of the stent was bent. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.